Manufacturer narrative:
(B)(4). Date sent: 5/3/2024. B3: exact event date unk, entered 1/1/2024 as only the year was provided. D4: batch # unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. The manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Additional information was requested and the following was obtained: source of information: obtained from the initial reporter on dd mmm yyyy or provided from knowledge as you were present in the case? I was in case. Was the device locked on tissue with the jaws closed? If yes, how was the device removed? No, stapler was outside patient's body. What troubleshooting steps were attempted to open the device (e.g. Squeezing the closing trigger while simultaneously depressing the anvil release button, knife reverse switch, manual override)? Usual opening steps did not work, knife reverse switched was engaged and stapler could not be opened still. Thereafter it was passed out of sterile field when the nurses and myself tried to open, which we did in the end but found that an usually large amount of force was required.

Event description:
It was reported that during an unk procedure, the device could not open the stapler jaws. The stapler jaws could not be opened after attempting to reverse the knife. After passing out from the sterile field, it was found that the stapler jaws could be opened but with exceptionally larger than usual pressure. No patient consequences were reported.